Manufacturer narrative:
The device with the lens was returned in the opened carton. The lens stop and plunger lock were removed. The plunger was oriented incorrectly. Viscoelastic was observed in the device. The plunger has been advanced over the trailing optic portion. The lens was advanced to the far end of the lens loading area with the leading haptic and lead portion of optic extended into the nozzle entry area. The trailing haptic was folded onto the anterior optic surface. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event of resistance. No further information was provided. The used device was inspected. A plunger override was observed in the lens loading area. Upon return, the plunger was observed to be oriented incorrectly in the device. It cannot be determined if the plunger may have been inadvertently retracted outside of the device and reinserted incorrectly by the customer. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Although the plunger orientation cannot be ruled out as a potential cause, it is unlikely that the device was manufactured incorrectly. Plunger placement is conducted with a plunger/main body assembly fixture. The fixture by design ensures the proper orientation and placement of the plunger in the device. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the use of a preloaded intraocular lens (iol) delivery system , there was resistance. There was no reported patient contact, however, there was a delay in the procedure. Additional information was requested.